Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
The fse stated the battery maintenance will be reset next pm, staff notified and confirmed that this plan was appropriate. H3 other text : not returned to manufacturer.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) needs battery maintenance. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.